Event description:
Customer reported leakage past the o-rings. Customer stated having trouble removing the plungers and might have pinched them to dislodge. It was advised to customer to remove plunger before filling the reservoir and not to pinch on the reservoir. Advised customer to monitor and call back when needed.